Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 158 mg/dl and sensor glucose was 67 mg/dl at the time of the event, the difference is outside the acceptable range. Customer reported insulin pump was suspended due to high blood glucose value of 407 mg/dl. No harm requiring medical intervention was reported. Customer also reported that the insulin pump passed all troubleshooting tests. Insulin pump will not be returned for analysis. The sensor will not be returned for analysis.